Manufacturer narrative:
Visual inspection performed by r&d project manager: ha layer completely absorbed. It is not possible to determine implant failure root cause.

Manufacturer narrative:
Preliminary investigation performed by r&d project manager: hydroxyapatite layer absorbed after in situ time, few scratches on the neck due to extraction. From preliminary visual investigation, it is not possible to determine an implant-related failure root cause. Clinical evaluation performed by medical affairs director: hip revision surgery occurred 5 years after total hip arthroplasty in a (B)(6) man. Radiographic images provided show the presence of radiolucent lines around the stem suggesting implant mobilization. The stem looks in varus position: the reason of this choice is not known. Patient anatomy or morphology may be one reason but this cannot be determined on the basis of antero-posterior postoperative radiographs. The reason of this event cannot be determined. Batch review performed on 11 february 2019: lot 132425: (B)(4) items manufactured and released on 28-aug-2013. Expiration date: 2018-07-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 6 years after primary the surgeon revised the patient for stem loosening. Head and stem swap. The surgery was completed successfully.